Manufacturer narrative:
Device expected to be returned to the MFR but not received as of yet for eval. Pending return device will be evaluated.

Event description:
Generator demonstrated intermittent levels of power during a surgical case. Generator would work as expected for a period of 1 to 2 minutes and then the generator would not give off any power.